Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery charger/modem and battery pack.

Event description:
A us distributor returned a patient's battery charger/modem and battery pack. The battery charger/modem was resetting and the battery pack was unable to power on a monitor.